Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, self-test, unexpected restart error test, off no power test, rewind, and basic occlusion test. We were unable to prime during prime test due to faulty force sensor. We were unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. The insulin pump was received with minor scratched lcd window, bleeding lcd glass, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 877 mg/dl. The caller stated that the customer had woken up with high blood glucose, was vomiting and experienced stomach pain. She was treated with manual injection upon admission. The caller stated that the insulin pump's display was damaged. She observed black dots on the liquid crystal display screen and was unsure how the damage had occurred. She stated that she was unable to read the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.